Manufacturer narrative:
At the time of this report, no lot number or sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted.

Event description:
End user reported "at the end of the open heart procedure, the slush/warmer drape had pooling in the warm side. This indicates a hole in the drape prior to procedure." No patient injury or treatment was reported for the incident.